Event description:
It was reported that the insertion of the cartridge had become difficult. There was no information reported regarding any impact on the customer's blood glucose level. No additional information was received regarding the outcome of the event.